Event description:
According to the available information, the patient developed a blister on the abdomen outside the reservoir, which ended up becoming an infection. Patient had the device removed. Additionally, the patient mentioned the cylinder had moved down three inches. His urologist was on vacation and wanted him to wait and see if the infection would clear and prescribed antibiotics. He ended up contacting two other urologists. One told him to have the device removed while the other informed him to the ER. The patient also reports that he has been in pain for the past five years.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.